Event description:
During the procedure, an air leak was noted from the valve of the sheath during aspiration, after introduction of the farawave catheter. Prior to introducing the farawave catheter, an hd grid catheter was used to map and no air ingress was noted.

Event description:
During the procedure, an air leak was noted from the valve of the sheath during aspiration, after introduction of the farawave catheter. Prior to introducing the farawave catheter, an hd grid catheter was used to map and no air ingress was noted. To resolve, the sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve of the sheath. The cap was removed from the hemostasis hub of the sheath and the seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269.